Event description:
It was reported the pt's stimulation moved and was no longer covering the established pain pattern. The physician determined the leads migrated. F/u revealed the physician explanted the leads and implanted a different type of lead. The pt is receiving effective stimulation coverage. Note the pt received two leads from the same lot number.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.